Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The complaint regarding a battery fault was confirmed. The investigation determined that the device fault was due to an isolated component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device had a battery fault resulting in an audible alarm. There was no patient harm or injury reported as a result of this incident.